Manufacturer narrative:
(B)(4): eval method: lens work order search. Results: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid and there was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn: based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated, the surgeon attempted to insert a cc4204a collamer aspheric single piece lens and noticed, under the microscope, the lens had cracked in the cartridge. The injector plunger overrode and tore the lens. The reporter stated there was no pt contact or injury. The backup same model lens was implanted.